Manufacturer narrative:
The device was received for evaluation. During functional testing it was observed a black screen that resulted from an attempted software installation.  A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event.  The reported issue 'failing the software upgrade and exception on startup' was verified.  The cause was determined to be a failing processor printed circuit board (pcb).  The processor pcb requires replacement to correct the condition.  The device malfunction would not lead to a death or serious injury if the malfunction were to recur because the issue does not have any impact on running an infusion and would not delay or interrupt therapy.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had 'failing the software upgrade and exception on startup'. There was no report of patient injury or medical intervention associated with this event. No additional information is available.